Manufacturer narrative:
(B)(4) g2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately six years post hip procedure, the patient underwent a left hip revision due to pain and instability. During the revision, there was tearing and atrophy of glutei, significant scarring, extensive synovium removed, and signs of previous metallosis. The stem was retained and all components revised. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Findings: ¿ instability and pain left hip ¿ spinal anesthesia ¿ tearing and atrophy of previous glutei noted, previous anterolateral incision some partial dehiscence ¿ extensive synovium removed, full synovectomy around acetabulum and femur ¿ previous signs of metallosis, significant scarring ¿ removed well ingrown hip ¿ hip reduced rom stable ¿ abductors repaired by suture anchor, dermal graft placed ¿ joint irrigated, closed in layers ¿ no intraoperative complications reported a definitive root cause cannot be determined. Complaint not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.